Manufacturer narrative:
E1; patient city; (B)(6). Patient country; united states.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. On (B)(6) 2024, it was reported that patient was hospitalized due to low bg. The blood glucose level was 45 or 55 mg/dl at the time of use. The patient took the treatment of normal pump upload using carelink. The patient been using the insulin pump system within 48 hours of reported low bg event. No further information was available.